Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that the 76mm 5.0 locking screw was the most distal transverse locking screw that appeared to be backed out 3-4cm, pressing against the skin. The screw was removed, no additional implants. There were no patient consequences. This complaints involves one (1) device locking screw for im nail 5/ 76/ xl25. This is report 1 of 1 for complaint (B)(4).